Event description:
It was reported that during implant attempt, the connector block could not tighten down on the lead. A new device was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.

Event description:
Asku

Manufacturer narrative:
Asku